Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item# 915-0020, lot 610040; lacto sorb system 14mm rapidflap clamp. Report source: foreign source: colombia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00388,

Event description:
It is reported that the screws fractured during implantation during a revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.